Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high glucose alert on the ilet, confirmed a blood glucose of 389 mg/dl by fingerstick, and noted a bent cannula upon site removal; no leaks or kinks were observed, and the user reported no food intake in the prior 12 hours. Symptoms included hyperglycemia. Outcomes included user-led monitoring with glucose trending downward after a full supply change and resumption of insulin delivery, with no hospitalization. Investigation included guided troubleshooting, visual inspection of infusion components in use, review of device data, and education on performing a full supply change. Investigation of this case revealed that insulin delivery was impeded due to a bent teflon cannula associated with the infusion set, and the event resolved after replacement of supplies and site. It was concluded, based on previously established findings for similar reports, that the cause was unclear.